Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was rebooting and offline in remote support service. A field service engineer (fse) identified that the application was not launching and failed to open the database error message. Fse reimaged the system, configured it and synced the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station keeps rebooting multiple times. Customer tried to turn it back, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.